Event description:
It was reported that the patient presented to the emergency room with syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. Programming changes were made. The rv lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.

Manufacturer narrative:
Correction: upon review the right ventricle lead, the manufacturer report 2017865-2024-73436, should not have been submitted as a medical device report (MDR) as it is a duplicate record of the manufacturer report 2017865-2025-0026.